Event description:
The consumer called into customer care concerned about "a high blood glucose reading this morning." According to the consumer, he performed a blood glucose test getting a result of 376 mg/dl at 7:55 am on (B)(6) 2015. Based on that result the consumer administered an additional "25 units of insulin," much more than his normal dosage. There was no reported adverse effect as a result of the additional insulin.

Manufacturer narrative:
The meter and test strips will be returned for evaluation. Test strip lot # 1020214149 expiration date: 05/2016. Control solution lot # none. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed. The consumer was contacted to ensure receipt of replacement product; however, phone number on file was not in service.